Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a damaged red (can h) wire in the trunk cable. The trunk cable was cut, which damaged the wire. The root cause for the cut wire could not be positively identified but was likely physical abuse. No adverse events resulted from the defective electrode belt. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving a service code 204. The patient was issued a replacement electrode belt.